Manufacturer narrative:
H.6. Investigation summary: two samples received for investigation, molding defect and leakage test were performed. Samples presented leakage defect. CAPA 1132752 is currently under investigation, which seeks to identify possible failure modes that cause the defect, as well as possible improvements, as well, it should be noted that the lot was manufactured prior to the closure of the CAPA. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 3 ml bd luer-lok¿ luer-lok¿ tip was leaking. This occurred on 2 occasions during use. The following information was provided by the initial reporter: material no.: 309657, batch no.: 9048589. It was reported that two syringes were leaking. Verbatim: two bd 3 ml syringe with luer-lok tips leaking - they connect correctly, but leak. The box with this lot number has been returned to our purchasing department.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 3 ml bd luer-lok¿ luer-lok¿ tip was leaking. This occurred on 2 occasions during use. The following information was provided by the initial reporter: material no.: 309657 batch no.: 9048589. It was reported that two syringes were leaking. Verbatim: two bd 3 ml syringe with luer-lok tips leaking - they connect correctly, but leak. The box with this lot number has been returned to our purchasing department.